Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. No blank display noted. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump had a blank display after it went through an MRI. Blood glucose reading was 111 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.